Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker had a sudden drop in the remaining longevity. The physician was concerned since the device only had 4.5 years remaining already. Boston scientific technical services (ts) asked device setting and suggested possible programming option. There was no further information given on this event. To date, the device remains in service. No adverse patient effects were reported.